Event description:
It was reported that in central processing, the pk dissecting forceps instrument grinds when it rotates. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube had a lot of friction while and the grinding noise was replicated but passed a friction test on the instrument performance tester and intuitive motion test on an is3000 system. The roll cables were in place. The instrument was inspected and the roll bearing exhibited slight corrosion at the bearing crevasses. The early stage of corrosion was likely the cause of the grinding noise heard during roll on the system. Evidence of corrosion was likely due to cleaning agents. An additional observation not reported was the pitch down cable was frayed at the distal clevis hub. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.